Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of labeled operating altitude range. There was no reported impact to the customer's blood glucose. Reportedly a new cartridge was loaded, and insulin delivery was resumed.